Event description:
It was reported that an arteriotomy closure of a non calcified common femoral artery was felt to be successful at the time of closure. The closure procedure was accomplished and was felt to be successful using a starclose se device after a diagnostic cardiac catheterization procedure, using a 6f sheath. Reportedly, two days later, the patient was hospitalized with a rectus sheath hematoma that measured 12 x 16 centimeters. An ultrasound revealed a 1 centimeter pseudoaneurysm. The pseudoaneurysm was injected with thrombin to control the bleeding. The patient's hemoglobin level was 12 prior to the catheterization (date of blood test unknown). Hemoglobin level on (B)(6) 2011 was 8, therefore the patient was hospitalized for two days to receive blood transfusions to stabilize the hemoglobin level. The physician is reportedly trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. In this case, no device malfunction was reported. Pseudoaneurysm is a known potential adverse event as listed in the starclose se instructions for use. Hematoma is listed in the device risk assessment. A relationship to the device, if any, could not be determined. There is no indication of a product deficiency.